Event description:
It was reported the procedures are being performed in obstetrics and pain management and the catheters are being placed into the pt's thoracic and lumbar spaces. The clinicians are reporting the catheters are migrated out of the pt's body from underneath the tape while in use. The clinician is unsure if this is due to the catheter or dressing adhesive not being strong enough to hold the catheter in place. There have been no changes in procedure and the catheter was not treated with alcohol or anything else prior to insertion. There were no injuries or delay in treatment as a result of these events.

Manufacturer narrative:
(B)(4). The device was discarded.